Manufacturer narrative:
(B)(4). Batch #: t94l14. Investigation summary: the analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument ""will not fire"" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clips came out doubled and did not attach correctly (crossing each other). "Clips come out not in the right position." The tip of the instrument seemed to be too weak. Needed to use twice as many clips as usual to close the vessel. Surgeon had to place the instrument extremely precisely in order to get correct clip. Around half of the clips came out correctly. There was no delay to the procedure and no patient consequence.